Manufacturer narrative:
Title: abandoning prophylactic abdominal drainage after hepatic surgery: 10 years of no-drain policy in an enhanced recovery after surgery environment source: dig surg 2017;34:411¿420 published online: march 25, 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study of routine prophylactic abdominal drainage after hepatic surgery is still being debated, as it may be unnecessary, possibly harmful, and uncomfortable for patients. The aim of this study was to examine the postoperative complication and reintervention rates in patients undergoing liver resection that were treated without prophylactic drains in an eras (enhanced recovery after surgery) environment. All hepatectomies performed without prophylactic drainage during 2005¿2014 were included. Primary end points were resection-surface-related (rsr) morbidity, defined as the presence of postoperative biloma, hemorrhage or abscess, and reinterventions. Hepatic resection was performed by using a cavitron ultrasonic surgical aspirator (system 200 macrodissector, cavitron surgical systems) and argon beam coagulation (force gsu system, valleylab, USA). The following resection surface related post-operative complications were reported (total of 538 patients): bile leakage in 35 patients (7%), hemorrhage in 9 patients (2%), and intra-abdominal abscess in 44 (8%) patients. In addition, reintervention for resection surface-related complications was reported in 67 (12%) patients.